Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13561. Related manufacturer reference number: 1627487-2019-13562. It was reported the patient experienced ineffective therapy. The patient had multiple reprogramming sessions but without success of increasing efficacy. Patient's drg system was explanted. No complications were noted during the procedure.